Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture was confirmed. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. Based on the information provided, a definitive cause for the reported material rupture cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use states: while introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon. It is unknown if the instruction for use (IFU) deviation related to prepping after device insertion contributed to the difficulty to the reported material rupture. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric and de novo lesion in the distal right coronary artery with no calcification and no tortuosity that was 90% stenosed. After pre-dilatation was performed, a 2.25 x 23 mm xience sierra stent delivery system (sds) was advanced to the target lesion. The balloon would not inflate when a contrast leak was observed [material rupture]. Reportedly, an attempt was made to inflate the balloon outside the patient and the distal portion of the balloon was leaking. The sds was retracted with the stent and a 2.25 x 24 mm non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.